Event description:
It was reported that during a laparoscopic hepatic lobectomy procedure, after several firings, in the seventh firing, the surgeon closed the jaw with difficulty. It was reported that a large amount of tissue was included in the jaws. After firing, the surgeon was not able to open the jaws. They took advantage that they had to use a sleeve to remove the tumor and they cut around the jaw to prevent forcing the jaw opening, as it was closed in an irrigated area. After the procedure, the nurse was able to open the device without difficulty. There was a delay of five minutes. It is unknown what was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.